Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Trocar came with the cannula crooked. Procedure: hysterectomy.